Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results, including sodium (na), chloride (cl) and potassium (k) on their au5800 chemistry analyzer. The patient samples were repeated on an alternate instrument with results considered normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for five (5) patient samples.